Manufacturer narrative:
Intuitive surgical, inc. (Isi) received the da vinci product to perform failure analysis. The vessel sealer extend instrument was analyzed and found was placed and driven on an in-house system. The instrument passed the recognition and engagement tests, and it moved intuitively with full range of motion in all directions. The grips opened and closed properly. There was a moderate amount of debris on the jaws. This could have probably caused the jaws to appear sticky when closing. There was no physical damage on the distal end observed during testing that would have caused the failure. The instrument passed seal and cut tests successfully upon testing. The instrument was fully functional. No product issue was identified. The complaint regarding device keeps getting stuck and was sticky, was not confirmed by failure analysis. The root cause for this failure can be attributed to a debris buildup between the instrument jaws causing a motion issue.

Event description:
It was reported that during a da vinci-assisted surgical procedure the vessel sealer extend (vse) instrument kept getting stuck and was sticky. There was no known impact or patient consequence was reported.